Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that after approx 16 months of support, the pt was urgently transplanted due to pump thrombus.

Manufacturer narrative:
Device evaluation: the report of thrombus was confirmed based on the evaluation of the two submitted pump photographs taken at the time of explant and the CT scan images of the patient¿ outflow graft. The submitted CT images revealed a thrombus formation within the outflow graft and the submitted photographs revealed a deposition within the proximal side of the outlet stator surrounding the outlet stator bearing ball. Although thrombus in the outflow graft as well as the outlet stator was confirmed, specific details regarding denaturation, lamination, and adherence could not conclusively be established based on the photographs or CT images. A full evaluation of the heartmate ii lvad could not be conducted because the device was not returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Thrombus was confirmed during the explant procedure. Photos of the thrombus were taken and the pump was discarded. A CT scan taken 23 days prior to the explant showed significant thrombus in the outflow graft.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.